Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer suggested to run est and exercise the unit for 48 hrs. Covidien was not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.